Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed air throughout the tubing, and expelled 20 units of air before observing drops of insulin. Reportedly, the customer resolved the issue by priming the tubing. Additionally, it was reported that the insulin gauge displayed an inaccurate fill estimate of 115 units. Reportedly, the cartridge was filled with approximately 115 units of insulin. Although requested, the customer declined to perform troubleshooting with tandem technical support. Blood glucose level was 158 mg/dl.